Event description:
The patient reported that the needle button released on four v-go's prior to the completion of the 24 hour period. Patient stated the first one happened at the end of (B)(6), and the last one happened on (B)(6) 2020. The two others happened in the first week of november. The patient said the needle button came out around mid day on three of them. The last one came out at night. Patient said she did not accidentally press the needle release button.